Event description:
It was reported that the patient passed away and the cause of death was thought to be due to hypoglycemia and dehydration. The death was not thought to be device related and the device operated as intended. The investigation of the death was pending.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of hypoglycemia, dehydration, as well as the subsequent patient outcome could not conclusively be established through this evaluation. Additionally, review of the submitted log files confirmed multiple low flow hazard alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. It was reported that the patient expired on (B)(6) 2022 due to hypoglycemia and dehydration. The death was not considered to be device related and the device reportedly operated as expected. The controller event log file contained relevant data from (B)(6) 2022. Multiple low flow hazard alarms were captured on (B)(6) 2022 prior to the driveline being disconnected. No other notable events were captured. The pump appeared to function as intended at the set speed. The account indicated that the cause of the driveline disconnect on (B)(6) 2022 occurred after the patient¿s death. Multiple attempts were made to obtain product return information; however, no additional information was provided. If the pump is returned at a later date, this investigation will be reopened for product analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU entitled ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.